Manufacturer narrative:
An ultraflex esophageal ng distal release covered stent was returned for analysis. Visual examination of the returned device noted that the stent was returned partially deployed with the distal stent loops released. During analysis, the investigator retracted the deployment suture and fully deployed the stent without any issue. The noted malfunctions indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used in the esophagus during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat an esophageal stenosis. During the procedure, the physician attempted to deploy the stent within the target lesion, however the stent was only able to be partially deployed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex distal release esophageal stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used in the esophagus during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat an esophageal stenosis. During the procedure, the physician attempted to deploy the stent within the target lesion, however the stent was only able to be partially deployed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex distal release esophageal stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.